Event description:
It was reported to boston scientific corporation that an ultratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 2012. According to the complainant, during the procedure, while performing sphincterotomy, the cut wire broke. No part of the device fell off into the patient. The procedure was completed with another ultratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 2012. According to the complainant, during the procedure, while performing sphincterotomy, the cut wire broke. No part of the device fell off into the patient. The procedure was completed with another ultratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. The exact event date is unknown; however it was reported to be in (B)(6) 2012. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the exposed cutting wire was broken on the proximal end and bent toward the tip. The proximal end of the broken cutting wire was blackened and retracted into the extrusion. The proximal pierce hole was blackened/burnt and was melted approximately 1 mm. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely de to the procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.